Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. No problems were found. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional related reports for this system. (B)(4).

Event description:
Adverse event(s): "slight chamber fluctuation" (no code available). Product problem(s): "low vacuum" (aspiration issue). The customer reported the system was dropping pressure. Additional information received from the nurse stated he was unaware of any problems regarding the system. The nurse is usually the one who handles any issues with the system. The company sales representative stated this facility has recently had a turnover of personnel. The company sales representative performed a staff inservice on (B)(6) 2010 for the system. The patient care director confirmed this event involved a patient. There was low vacuum and a slight chamber fluctuation. The surgeon noticed right away and made adjustments to ensure the chamber remained stabilized. No patient injury was reported.